Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer did not remember any significant events that led up ot the alarm. Blood glucose level was at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.